Manufacturer narrative:
A larger piece has broken out of the micro-thread of the (picture overview of the implant). The break began with two longitudinal cracks along the inner contour, the implant. These extended over the entire length of the microthread. At the transition from the micro-thread to the macro-thread, a larger part of the implant neck finally broke out. When examining the fracture surface, we could not find any material defects, e.g. B. Detect a blow hole, a larger oxide inclusion or a manufacturing error. The implant shows almost no bone apposition in the area of the micro-thread and part of the macro-thread. Only in the apical part of the implant, in the area of the cutting edges, was the implant still osseointegrated. This means that bone loss has taken place beyond the fracture point. This bone loss can also be clearly seen on the x-ray images made available to us from on (B)(6) 2020. The single tooth crown is slightly above the implant-abutment axis. The chewing surface is inconspicuous and shows no signs of excessive wear.

Manufacturer narrative:
The crown is not available for inspection. The reason for the fracture is most likely overload leading to metal fatigue. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a patient received an osseospeed profile ev 4.2 pc, 11mm dental implant in position 19 (fdi 36) (B)(6) 2018. The implant was restored with a screw-retained single crown on an atlantis abutment, date unknown. The crown became loose and the patient visited the dentist (B)(6) 2020. A fracture of the implant was seen on the x-ray and the crown was removed and replaced by a healing abutment. The implant was subsequently removed (B)(6) 2021. A photograph of the implant shows a fracture in the marginal micro-threaded part with a piece missing. The photo also shows a piece of tissue which most likely is inflammatory granulation tissue which has formed during the period between the implant fracture and removal. This type of tissue is always formed as a result of the inflammatory process that occurs when bacteria grow into the area after the fracture. This tissue fills the void from the lost bone around the implant.